Event description:
The customer reported the system mixed up images. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call. No conclusion can be drawn as repair info is not available.